Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown impactor/extractor. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that during a left total hip procedure, surgeon impacted the tritanium cup and locked in the liner. Surgeon wanted to then reposition the cup so surgeon extracted the liner and cup to reposition. Upon extraction of the cup, it appeared to be cross threaded on the impactor/extractor - upon removal of cup from extractor metal debris was noticed (no debris in patient) - after seeing this, the sales rep advised surgeon not to use current cup and offered a new cup of same size but surgeon proceeded with re-implanting the same cup, implanted screws and also used same liner again. Sales rep strongly advised against re-using but surgeon re-implanted both cup and liner and completed case. Surgeon was happy with end results of surgery and procedure was completed without any delay or adverse consequence to patient.

Manufacturer narrative:
An event regarding damaged threads involving a cutting edge impactor was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that during a left total hip procedure, surgeon impacted the tritanium cup and locked in the liner. Surgeon wanted to then reposition the cup so surgeon extracted the liner and cup to reposition. Upon extraction of the cup, it appeared to be cross threaded on the impactor/extractor - upon removal of cup from extractor metal debris was noticed (no debris in patient) - after seeing this, the sales rep advised surgeon not to use current cup and offered a new cup of same size but surgeon proceeded with re-implanting the same cup, implanted screws and also used same liner again. Sales rep strongly advised against re-using but surgeon re-implanted both cup and liner and completed case. Surgeon was happy with end results of surgery and procedure was completed without any delay or adverse consequence to patient.